Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Treatment of prk (photorefractive keratectomy) with the use of mmc (mitomycin c) is considered to be off label use as the safety and effectiveness of mmc was not studied during the photorefractive keratectomy trial and approval process. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with corneal haze in right eye after a photorefractive keratectomy treatment was performed with mitomycin-c over a lasik enhancement. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. Patient was referred out for second opinion. Bcva from (B)(6) 2006: right eye pre-op 20/20 -3.62 x -.25 x 160, left eye pre-op 20/20 -3.75 x 0 x 0. Bcva from (B)(6) 2017: right eye post-op 20/20 -.75 x .25 x 101, left eye post-op 20/20 -.25 x -.25 x 160. Bcva from (B)(6) 2017: right eye post-op 20/150.